Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After a spine surgery, the surgeon reported an infection at the incision site. The patient was treated with antibiotics and was hospitalized one additional day. The surgeon reported no issues with the device during surgery. This is 2 of 2 similar adverse events reported by this surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.